Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and skin infection on (B)(6) 2021. The customer¿s blood glucose level was unknown at time of incident. The customer was treated in urgent care, draining of puss and antibiotics. The customer stated that the skin issue associated with product insertion site. Customer stated site show signs of infection, inflammation, swelling, skin erosion, discharge. The device will not be returned for analysis.